Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) blood pump rotor tubing guide pin roller came loose and damaged the blood tubing, causing it to leak. There was no patient injury or illness, and the patient completed treatment on another machine. Upon follow-up, the bmt stated stated during a patient's hemodialysis (hd) treatment the blood pump rotor tubing guide roller came loose and damaged the blood tubing, causing a blood leak to occur. The bmt stated the blood pump rotor was replaced and the machine was placed back in service. Per bmt the rotor was original to the machine. The bmt also stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) blood pump rotor tubing guide pin roller came loose and damaged the blood tubing, causing it to leak. There was no patient injury or illness, and the patient completed treatment on another machine. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment the blood pump rotor tubing guide roller came loose and damaged the blood tubing, causing a blood leak to occur. The bmt stated the blood pump rotor was replaced and the machine was placed back in service. Per bmt the rotor was original to the machine. The bmt also stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.